Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.

Event description:
Hospital in (B)(6) reports a problem encountered with a vivo 50 ventilator in a homecare environment, stating: "the alarm for [patient] disconnection does not always trigger as expected. During testing, a 40-second delay has been observed" [translated from (B)(6)]. The reporter claims there was no patient injury as a result of the reported event, but if the situation were to recur, it might potentially result in serious injury, if physiological alarm settings are not properly used. Based on the information provided at this time, indicating a use error, the reported event is considered reportable per 21 cfr part 803.3.